Manufacturer narrative:
It was reported that the patient experienced infection at implant site prior to explantation. This report is submitted on 3 february 2020.

Event description:
It was reported that the patient experienced infection at implant site prior to explantation.

Manufacturer narrative:
This report is submitted on december 20, 2019.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator through the skin. The patient was hospitalised, and the device was explanted (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.